Manufacturer narrative:
The account would not allow repair of the bed with the patient in the bed. The technician was able to latch the siderail and will be repaired at a later date.

Event description:
Information received indicates the right foot latch cover is bent and the siderail will not latch properly.